Event description:
It was reported by the customer that the tubing broke at the distal end near the clave where the soft tubing meets the hard plastic. Line had been accessed for 2 days. Break discovered by visualization. At the time of the discovery, there was bleeding as break was close to the needle and could not be clamped.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.